Manufacturer narrative:
Review of manufacturing record for batches of explanted components did not highlight any pre-existing anomaly or non-conformity that could have contributed to reported issue.the manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2025 due to glenoid failure. During revision, the following pre-existing shoulder prosthesis components were removed: smr glenoid baseplate small-r (pn 1375.15.605, lot 2511769, sterilization (B)(4)), smr glenoid peg tt small-r #m (pn 1375.14.652, lot 2514981, sterilization (B)(4)), smr connector small r (pn 1374.15.305, lot 2509762, sterilization (B)(4)), smr glenosphere ø 36mm (pn 1374.09.111, lot 2512612, sterilization (B)(4)), smr reverse liner + 6 mm (pn 1360.50.820, lot 24at5nv, sterilization (B)(4)). Surgeon converted the removed reverse assembly to an anatomic configuration implanting an adaptor 36mm for reverse body (pn 1352.15.200) and a cta head dia46mm (pn 1323.09.460). The surgery was completed as intended. Previous surgery is unknown. The patient is female, date of birth (B)(6) 1943. The event occurred in the united states.